Event description:
The duett pro sealing device was deployed following a diagnostic procedure via a 6 fr sheath in the right common femoral artery. Some time after the deployment, the patient experienced extreme pain in the flank area that was stablized with demerol and phenergan. The patient subsequently experienced an elevated heart rate, hypotension and became unresponsive. Narcan and four liters of blood were administered; however, the patient subsequently coded and expired. Although an ultrasound assessment was negative for a retroperitoneal bleed, approximately two liters of blood were found in the patient's abdomen upon autopsy.